Event description:
On (B)(6) 2012 while injecting a local anesthetic intercostal muscle block adjacent to the ribs for a breast augmentation procedure, a breakage /crack occurred at the flange are of the syringe barrel. The physician reported there was no harm or injury to the pt or to himself.

Manufacturer narrative:
Cadence acknowledges this report does not meet the thirty day reporting requirements. This was unintentional. This report is being filed after it was identified as non-compliant during an internal review of our complaint files. While the actual device was not returned for evaluation, the reported crack/break was confirmed by photographic evidence. The cause of the crack/break could not be determined from the photograph.